Event description:
The patient reports that their omnipod 5 personal diabetes manager is heating up and the battery will not hold a charge.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event.